Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune knee claim letter received. Claim letter alleges injury, mechanical loosening, pain, and disfigurement. It was reported that upon revision on (B)(6) 2017 that loosening occurred at implant-cement interface. Cement manufacturer used was unknown. Doi: (B)(6) 2015; dor: (B)(6) 2017; right knee.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) is used to capture the surgical intervention and medical device removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record ad 17 june 2019 was reviewed on 10-dec-2019. (B)(6) 2015: the patient underwent a right total knee arthroplasty. Attune implants were utilized with depuy cement x2. The patella was resurfaced. No intraoperative complications were noted. Medical records (on revision note) indicate a poly exchange occurred post primary to address instability without success but does not provide date of revision for the poly exchange. (B)(6) 2017 :the patient underwent a revision of the right knee for pain, aseptic loosening of tibial plate, nickel sensitivity, and joint instability attributed to pcl insufficiency. Intraoperatively, the tibial plate was found loose at implant-cement interface. Patella was not revised. All other components were replaced (tibial, insert, femoral)with a non-depuy revision system with non-depuy cement. No complications noted in revision doi: (B)(6) 2015; dor: unknown (insert); dor: (B)(6) 2017 (primary tibial, unknown revision insert, primary femoral). This complaint captures the revision of the primary tibial plate, unknown revision poly insert, and primary femoral components.